Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge was at 60 units on (B)(6) 2017, and displayed 38 units on the day of the call. The customer's blood glucose level was 89 mg/dl. Additionally, the customer reported that the customer delivered a bolus around 7:53 p.m. On (B)(6) 2017 and another bolus at 8:23 pm. And alleged that the boluses had not been requested by he customer. Review of the pump data logs showed that the customer programed and delivered a 0.5 unit bolus at 7:58 p.m. And another 0.5 unit was programmed and delivered at 8:23 p.m. Multiple attempts were made to relay the information; however, no further information was provided by the customer.